Manufacturer narrative:
The device was received for evaluation. During functional testing, the device set loading instructions appeared properly when inserting the slide clamp. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the set loading instructions of a spectrum pump would not appear when the keyhole clamp was inserted. This occurred during testing in the biomedical service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.